Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a fracture. It was noted that at initial implant, this lead was kinked at the insertion point into the device header, which led to the fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 265 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a fracture. It was noted that at initial implant, this lead was kinked at the insertion point into the device header, which led to the fracture. No additional adverse patient effects were reported.